Manufacturer narrative:
A sample is not available for evaluation. An inspection of returned photographs revealed a needle that was protruding an estimated length of 1.14mm beyond the device housing. A reserve sample from the same lot number was tested and all devices made a correct puncture and the needle retracted afterwards. A review of the device history record revealed no irregularities during the manufacture of the reported lot number v9g99b9. Conclusion: despite receiving and reviewing photographs of the affected sample, an absolute root cause for this incident cannot be determined. However, due to an increasing trend of the number of complaints for needle retraction failure and more frequent accidental needle stick injuries, bd had a teleconference with the OEM manufacturer and it was determined that a CAPA would be opened for this issue. The bd CAPA number is (B)(4). Additionally, based on the analysis of samples provided by customers of previous complaints, it was determined that the main cause of failure of the needle to retract is too long needle protrusion length from the molding of the complete needle and planned actions are being taken under the CAPA (B)(4). A sample was not returned for evaluation.

Manufacturer narrative:
In this (B)(6) headquarters in (B)(6) nj has been listed in as high tech laboratory is an OEM manufacturing site. The date received by manufacturer has been used for this field. Device manufacture date: the device was manufactured between (B)(6) 2015. It is unknown if a sample will be returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number v9g99b9. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined. It is unknown if a sample will be returned for evaluation.

Event description:
It was reported that while using a bd microtainer&#59395;contact-activated lancet a nurse obtained a contaminated needle stick injury because the needle did not retract. There were no clinical consequences or medical interventions reported for this incident.